Event description:
A customer stated that the sample syringe was cracked and leaking on top of their image 800 instrument. The leaking fluid that the customer found was diluted patient sample. No erroneous patient results were generated due to this event. In addition, no biohazard exposure or injury occurred due to this event.

Manufacturer narrative:
A field service engineer (fse) called the customer and determined that the syringe barrel was completely snapped out from its fitting, causing the leak. The service engineer sent a new barrel to the customer to resolve the issue. On the following day, the service engineer called the customer and confirmed that the instrument qc was running without any further issue. This failure mode has a potential to impact patient results. The manufacturer reference number for this event is (B)(4). Customer resolved the issue.